Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-product analysis:the device was returned and evaluated by product analysis on 08/13/2015 with the following findings:the complaint of a bolus button response issue could not be completed due to an unrelated blank screen issue. The bolus button was missing from the pump. Moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.